Event description:
Additional information was received on (B)(4) 2012, when the patient's father reported that the patient has been disabled due to painful stimulation and the patient has been referred to a surgeon. Even after being disabled, the patient's father claims that the patient is still experiencing this painful stimulation and the father thinks that even with the device disabled it is still discharging current and causing painful stimulation. The neurologist does not think this is the case, but after trying to explain this to the patient's father, it appeared that the only way to appease him would be to disconnect the generator from the lead to see if there was any improvement. The surgeon stated that disconnected the generator from the lead but left both the lead and generator still implanted in the patient. The surgeon wanted to leave the device implanted but not connected as he thinks the patient will eventually want the device connected again.

Event description:
On (B)(6) 2012 the vns treating neurologist reported that the vns pt's parents think that the pt is being electrocuted by the device. The physician stated that she is not certain that there is anything wrong with the device because they tried disabling the device and the "electrocution" was still occurring. The parents were concerned that even though the device is disabled, it was still electrocuting the pt and therefore they are planning on having the leads disconnected from the generator to see if these episodes resolve. The physician stated that they had to cancel the surgery because the pt developed an intrapulmonary infection, completely unrelated to vns. Although surgery is likely, it has not yet occurred. The pt's mother previously reported that the vns pt was experiencing pain at the electrode site that was random. The pain did not resolve if the vns was disabled with the magnet. The mother said the pt was usually exerting herself when the pain occurred. There were no problems with the regular vns stimulations. The mother was advised to f/u with the neurologist and surgeon. The pt was to be having a prophylactic generator replacement soon due to length of implant. F/u with the neurologist's office revealed the mother had not reported the neck pain to them at a recent visit on (B)(6) 2011 or on the visit on (B)(6) 2011. Vns systems and normal mode diagnostics were performed on the (B)(6) 2011 visit and were charted "ok, eos = no." It was not known if there was any trauma or device manipulation occurring. As the pt/mother had not reported the pain event to the office, the office could not comment on the cause of the neck pain. The mother later reported that the pt had generator replacement surgery performed on (B)(6) 2011 and when the vns was activated the same neck pain was occurring. The mother was advised to again f/u with the neurologist's office. All attempts to the neurologist for further info have been unsuccessful to date. F/u with the surgeon revealed diagnostics were within normal limits at the battery replacement surgery. All attempts for the return of the explanted generator have been unsuccessful to date. The pt's father previously reported that the pt had been experiencing add'l adverse events; that the pt panics, doesn't feel well, turns pale white, starts coughing and gagging, and has pain. These events are followed by a headache. Within 15 minutes of these events, the pt is asleep. The pt's dad reported that this first began 1.5 years ago, and at first was a very infrequent event. It had slowly started occuring more frequently. They believed this had to do with her generator battery due to the length of the implant, so they got it replaced. The pt's dad explains that the pt's device was replaced on (B)(6) 2011. Now, even after the device has been replaced, the pt is still experiencing these events. The father stated that since the device was replaced on (B)(6) 2011, this event has occurred 3 times. It doesn't occur every time the device stimulates, but when it does happen, they will use the magnet to disable the device. The pt's dad also mentioned that after the replacement of the device on (B)(6) 2011, the new device was not programmed on to deliver therapy for 1 week after the surgery, but the pt still experienced this event during this time. The dad said that diagnostics have been done many times before, and show results within normal limits. The father said that they do not want to turn the device off because the pt's condition is controlled very well with vns therapy. The physician previously reported that the pt's neck pain is not attributed to vns. Settings for the original generator were output = .75 ma/frequency = 20 hz/pulse width = 250 usec/on time = 21 sec/off time = 3 min/magnet output = 1 ma/magnet pulse width = 250 usec/magnet on time = 60 sec. The new generator after the battery replacement surgery was programmed on to output = .5 ma/frequency = 20 hz/pulse width = 250 usec/on time = 7 sec/off time = 3 min/magnet output = .75 ma/magnet pulse width = 250 usec/magnet on time = 30 sec on (B)(6) 2011. The physician stated that programming changes and medication changes are not felt to be related to the symptoms. Sys diagnostic results performed on (B)(6) 2011 showed output = ok/lead impedance = ok/dcdc = 2/eri = no at different head positions. X-rays were received and reviewed. No anomalies were noted however the entire lead could not be seen in the x-ray images as a portion of the lead was coiled behind the generator. There were no lead discontinuities or sharp angles observed in the visible portions of the lead body, however a fracture or microfracture cannot be ruled out. The physician later reported that it is unk what the cause of the pt's anxiety, feeling poorly, turning white, coughing, gagging, and headache are attributed to. The physician did not know if it is related to vns stimulation. No causal or contributory programming or medication changes preceded the onset of the events. The physician reported that they are working on the issues with the pt, but what they were doing was not provided.